Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit cannot turn on. There was no reported patient involvement.